Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). It was not reported if therapy was ongoing. The cause of peritonitis was unknown. The patient was treated with injections of fortum 1gm-ip once daily and vancomycin, 1gm, to repeat after 5 days. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.